Manufacturer narrative:
Device evaluation by manufacturer: the catheter was visually, tactilely and microscopically examined along the entire length. There was dried blood and contrast present which is consistent with the device having been introduced into the body. The balloon had seen positive pressure. Upon further inspection of the balloon, a pinhole was found. No other damage was found. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated 3 times to 20atm.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous left anterior descending (lad) artery. The quantum maverick monorail balloon 8mm x 3.0mm was inflated 3 times to 22 atm and ruptured. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "good."